Event description:
Procedure: turp. Reportedly, during the surgery, the balloon detached from trocar and fell into the surgical cavity. The balloon was retrieved, the trocal was removed and a new trocar was then inserted. There was no adverse affect to the patient reported.